Event description:
It was found that the cot was unable to lock into the cot fastening system due to a missing cot retaining post assembly and the manual release was inoperable due to a loose manual release cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.